Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted concomitant medical product(s): part # 00801804002/femoral head lot # 63172287; part # unk / unk cup/ lot # unk; part # unk / unk stem/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2020 -00168.

Event description:
It was reported patient underwent hip revision surgery due to pain. Surgeon did note metal issues. Attempts have been made and additional information on the reported event is unavailable at this time.